Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly and instrument was difficult to close. The hospital has reported no patient injury occurred.